Event description:
Anaphylactic reaction: (B)(6) 2012, a (B)(6) male patient received his 1st injection of supartz to the knees for osteoarthritis. He tolerated well. On (B)(6) 2012, he received his 2nd injection of supartz to the knees and tolerated well. Approximately one hour after he left the office; he began to develop a rash on his face and neck and began to have shortness of breath. He rushed to seek treatment at his pcp (primary care physician) office. On (B)(6) 2012, he sought medical attention with his pcp and was noted to have increased blood pressure, increased heart rate, shortness of breath, tongue swelling, facial and neck rash. He was administered benadryl and given an injection of kenalog then began recovery after 45 minutes. He was released after 1 hour. On (B)(6) 2012, he reported the incident to his injection physician and decided to discontinue the use of supartz. According to the injection physician, the male patient has been receiving supartz injections for the past one and a half years at 1 injection per 2 months. The physician advised the patient this treatment regimen is not recommended to receive benefit from the injection; however, the pt insisted on this method. Recently, the pt consented to receive the supartz therapy as recommended by the injection physician. The injection physician¿s causal opinion is possibly related to supartz. The pcp contacted the injection physician to report his findings. In addition, submit the medical records to the injection physician. Initially, the physicians were thinking the pt had an allergic reaction; however, because this patient has been exposed to supartz numerous times prior with no reactions, it was difficult for them to call it just a reaction. In the most recent exposure to supartz, the pt¿s dosage and frequency was increased causing him to develop the symptoms. The physician labeled the event as anaphylactic reaction. The bp did not drop; however, the heart rate had increased and the pt was having other symptoms. These reactions began after 1 hour, intervention was received within 1 ½ hours. Physician feels that if intervention was not received it could have progressed into shock.

Manufacturer narrative:
This is a definitive report. Our medical advisor¿s comment: although this case is unlikely to be an allergic reaction to supartz because it has been used to this patient for a long time without any adverse reactions, the causal relationship between this event and supartz cannot be excluded considering the time course.